Manufacturer narrative:
Follow-up #1 date of submission 06/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed visible cracks on the display screen and a cracked display lens. The pump did not power on to the verify screen. A test screen was inserted and the pump powered on appropriately to the verification screen. The battery cap was not returned with the pump. A test battery cap was used to complete investigation; the test cap was able to fully tighten with no visible yellow o-ring. A review of the black box indicated no power loss from (B)(6) 2012 to (B)(6) 2012. A low battery alarm was observed on (B)(6) 2012 and a replace battery alarm was observed on (B)(6) 2012. The pump was exercised for 24 hours with the test battery cap and test display screen, with no power loss or rebooting occurring.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that the pump would not power on even with battery changes. The patient denied that the pump had any cracks or moisture exposure. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.